Event description:
Pt underwent insertion of #4 french super sheath in the left brachial artery for angiogram. Upon removal of the introducer sheath over the guidewire, the sheath was noted to be sheared off, and approximately 10 cm of sheath remained in the patient. Duplex studies, CT scan's and x-rays unable to locate sheath.